Manufacturer narrative:
Device evaluation 1 unit of lot c2287314 of zisv6-35-125-5-100-ptx was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to cn-089570. The device related to this occurrence underwent a laboratory evaluation on 06 october 2025. Observations from the lab evaluation were as follows; device returned with wire guide still inserted. Wire guide diameter measured at 0.014 inches. Wire guide protruding from white distal tip and wire guide port (confirmed by area rep that wire guide is an abbot distal protection device). Red safety button returned in pressed position. Outer sheath examined and no issues observed. Approx. 10cms of distal inner observed to be pulled/protruding from tip of proximal inner. Approx. 6.5cms of proximal inner observed to be pulled/protruding from distal end of outer sheath. The reported failure was observed. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the ¿precautions¿ section of the instructions for use (ifu0118), which accompanies this device instructs the user "a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system" the ¿introduction of the stent¿ section of the instructions for use (ifu0118), which accompanies this device instructs the user "ensure the distal end of the stability sheath is inside the introducer sheath" there is evidence to suggest that the customer did not follow the instructions for use in relation to the size of the wire guide used and the distal end of the stability sheath (ifu0118). However, placing the stability sheath inside the introducer sheath was found to not be related to the complaint issue and will be captured in the pms log as per section 6.6.3 of d00348426 rev008 this event will be documented in the pms log. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. From the information provided it is known that a 0.014 inch wire guide was used and that the distal end of the stability sheath was not inside the access sheath. Using a 0.014¿ wire guide would have meant insufficient support would have been provided to the device during retraction over the wire guide as it was confirmed in the complaint description that the stent had already been deployed. The insufficient support could have led to the delivery system getting stuck on the wire and potentially extra force being used which would also have led to the issues observed during the lab evaluation with the distal and proximal inners. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint. Complaint is confirmed based on visual and/or functional inspection. Corrective action/correction. Product manager notified to consider re-training at the facility. No adverse effects were detailed in relation to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-oct-25.

Event description:
The physician successfully deployed stent over an .014 wire. When bringing the delivery system back out, it was stuck on wire. They removed the wire from the patient to remove the delivery system from the patient. They still had sheath access but had to regain wire access through the sheath to continue the procedure. Are images (e.g., angiography, us etc.) Of the device and/or procedure available? N/a, yes, no. No. Was the device flushed before the procedure, as per IFU? N/a, yes, no. Yes. Were there any issues with flushing of the device? N/a, yes, no. No. Details of the wire guide used (name, diameter, hydrophilic)? .014 from spider from abbot distal protection device. What approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other (please specify for other; if contralateral, was the bifurcation angle steep? N/a, yes, no) contralateral, standard angle. What was the target location for the stent? -mid-sfa. What artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other (please specify for other) -mid-sfa. Was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes, no. No. If removed, was the wire guide wiped prior to advancement of the delivery system? N/a, yes, no. N/a. Did the stent delivery system cross the target location? N/a, yes, no. Yes. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no. Yes. Was the patient's anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other (if other, please specify) no but occluded with disease. Was resistance encountered when advancing the wire guide? N/a, yes, no. No. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. No. Was resistance encountered when deploying the stent? N/a, yes, no. No. How did the physician deal with any resistance encountered? N/a. Was the stent fully deployed in the patient before removing the delivery system? N/a, yes, no. Yes. After deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other (if other, please specify) no. Was post-dilation performed after the placement of the stent? N/a, yes, no. Yes. Did any portion of the device break off? N/a, yes, no (if yes, please state what part) no. When did the device break? N/a, prep, advancement, deployment, withdrawal, after removal -n/a. Thumbwheel only - was the distal end of the stability sheath inside the access sheath? N/a, yes, no. No. Thumbwheel only - was the retraction sheet being held during deployment. N/a, yes, no. No. Did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes, no. No. L if yes, was the stent partially deployed? N/a, yes, no. N/a. L if yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a, removed, deployed. N/a. If removed, did any part of the stent fracture during removal of the delivery system? N/a, yes, no. N/a. Was the delivery system kinked or twisted during advancement or deployment? N/a, yes, no. No. Please advise if and when any damage was observed on the; l wireguide n/a, yes, no. No. L prior to use, during use, post procedure. L delivery system n/a, yes, no. No. L prior to use, during use, post procedure. L if yes, please specify (e.g., kinked or twisted). What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. N/a. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (please specify if yes) no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.